Event description:
It was reported that pump displayed an altitude alarm and customer continued using faulty pump after previous report of same issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.